Manufacturer narrative:
MFR's initial report date: 4/28/2011. (B)(4). Add'l info: add'l info was requested, but the customer declined to provide any further info as to which hosp the alleged event occurred. In addition, no info was provided on the city or any contact info. Therefore, it is unk to carefusion where or if this event occurred. There have been no reports of this injury or similar circumstances to carefusion.

Event description:
Anecdotal info received from a customer reporting of an event in new york involving a pyxis device and failure to access medications that resulted in anoxic brain injury to the pt. The customer reported the event occurred in a pacu following a surgical procedure.